Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. At the beginning of treatment, blood was visually observed in the dialysate lines and the machine alarmed. Test strips were used and confirmed the blood leak. Estimated blood loss was 65 cc's. There was no injury to the patient and the patient had no adverse effects. User facility disposed of the sample; sample is not available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months prior to the date of event. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.